Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with an implantable neurostimulator (ins). It was reported that since their (B)(6) 2011 implant, the ins had caused them constant pain. The ins was replaced on (B)(6) 2018 because it was hurting the patient and they wanted it in a different spot. No device issues were reported. No further complications were reported or anticipated.